Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device had reached eri (elective replacement indicator) in thirty-eight months. The device was explanted and replaced. No patient complications have been reported as a result of this event.